Event description:
It was reported that the right ventricular lead exhibited noise. During generator change out, insulation breach was discovered on the lead and repaired. The lead remains in use. The patient was stable.